Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 that the patient experienced an adverse event and hospitalization on (B)(6) 2016. The date of the event is an approximation. Patient's mother reported that the patient had been hospitalized for a three week period for diabetic and psychiatric issues. Event details were not provided. The date(s) of hospitalization is not known. It is unknown if patient was wearing the continuous glucose monitor (cgm) during his hospitalization. There was no alleged device malfunction. Additional event or patient information is not available.